Event description:
The customer reported that there was a failure to alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm for low blood pressure. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.